Event description:
It was reported that during thaw of a patient product, the bag integrity was compromised, accounting for an approximate 10ml loss of an 80ml product. The bag was removed to the bmt cell therapy lab for recovery. Investigation of the break showed the seam between the port and the bag broke.